Event description:
It was reported that a patient had an initial hip procedure approximately 20 years ago and underwent a revision procedure a year or two after the initial procedure. The party stated their deceased spouse experienced difficulty walking post their hip replacement surgery. Information regarding the timing and nature of the patient's death was not provided. No further information available.

Manufacturer narrative:
D6a: implanted 2005; specific date unknown. D6b: explanted 2006 or 2007; specific date unknown. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.